Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: the facility information is included based on paperwork received with the returned product. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis; it was observed the insulation was breached cut, the proximal conductor was distorted, and the helix was found distorted/bent; apparent explant damage. (B)(4) no anomalies found; the distal segment of the lead was returned for analysis; it was observed the defib conductor was stretched; apparent explant damage.

Event description:
It was reported by the patient that "in december I had to go back into surgery due to my bottom lead dislodged. Now my device has moved up about 3 inches. They tell me that can read the top lead but cannot capture it." Additional information received from the physician office indicated that the rv and atrial lead had dislodged. Positioning/fixation difficulty was also noted for both leads. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The review analysis has not yet been completed for both lead in question, the results will be forwarded once available.